Event description:
The customer reports that the jaw broke off of the device while in use. The piece was retrieved with no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.